Event description:
Event description boston scientific received information that this ventricular lead was exhibiting impedances greater than 2500ohms, ventricular episodes caused by noise, and oversensing. The lead safety switch feature was programmed off. A chest x-ray was ordered. A revision procedure was performed, the lead was repositioned. However, ventricular episodes caused by noise were still noted. A technical service consultant was contacted.